Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was discarded following the procedure and is not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the delivery system balloon rupture during valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (severe valvular calcification, moderate aortic root calcification, native bicuspid valve) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, it was planned to deploy a 26mm sapien 3 valve with nominal plus 2ml of volume. During valve deployment, the commander delivery system balloon ruptured with 3ml of volume left in the inflation device. The valve was not fully expanded and tee showed mild-moderate paravalvular leak (pvl) at the area from 6 o¿clock to 11 o¿clock. Post dilation of the valve was performed with a non-edwards device. Repeat tee showed trivial pvl at the area between 8 o¿clock and 10 o¿clock, and trivial central leak. The procedure was ¿terminated¿ at that point. No difficulties were encountered during the withdrawal of the delivery system. No vascular injury occurred. The patient¿s vital signs were stable throughout the procedure. The native annular diameter measured 23.9mm by CT with an annular area of 546mm2. Severe valvular calcification and moderate aortic root calcification was reported. The native aortic valve was reported to be bicuspid. The right coronary cusp (rcc) and non-coronary cusp (ncc) were reported to be ¿conjoined¿. The device was discarded following the procedure and is not available for evaluation.